Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: sd449.511b; lot number: 3l20464; supplier lot number: n/a; manufacture date or release to warehouse date: 05/01/2019; expiration date: n/a; supplier/manufacture site: (B)(4). No ncrs were generated during production of lot number 3l20464. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history review: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
It was reported that on an unknown date, the patient has had a cycle of infections since surgery. The boney flap calcified and properly unionized but there were issues of infection after the case. The plate has not been explanted and there was no plan to remove the implanted hardware. The surgeon mentioned that since it was an insistent problem and just wanted to confirm that there were no metals. Patient outcome is unknown. This complaint involves two (2) devices. This is report 1 of 2 for (B)(4).